Event description:
New information notes the patient was asymptomatic due to the event and noise was also observed with oversensing on the right ventricular lead. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped (B)(6) 2021 and replaced due to an oversensing anomaly. Further information was requested but was not yet available.